Event description:
The patient's diabetes counselor reported the patient experienced air bubbles in the infusion set in 2009. He experienced elevated blood glucose of up to 400 mg/dl due to the air bubbles. He was able to remove the air bubbles by priming and he bolused to lower his blood glucose. His normal blood glucose level is 120-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.